Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise that caused a pause of about 3 seconds in a pacemaker dependent patient. Stored egms showed intermittent noise. The lead was explanted and replaced.